Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1611 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported that there was more resistance than normal upon insertions, causing verbalized pain to the patient, and had a distinct pop as it passed through the skin.